Event description:
The customer reported that during a laparoscopic supracervical hysterectomy, the surgical team was not able to maintain a green rem signal from the unit and completed the procedure using a conmed generator. After the completion of the surgery, a burn to the pt was noted in the location where the trocar was placed. The degree and treatment of the burn were not provided by the site contact. The site reported that these other instrument were in use at the time of the incident: lf 1537, a conmed pad, a conmed pencil with a ball electrode and two l hook electrodes, and a gyrus spatula. The hospital biomed tested both generators and found them to function properly.

Manufacturer narrative:
(B)(4). To date the incident generator has not been rec'd for eval. If the unit is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.